Event description:
It was reported that the device was used during an gastric bypass procedure. The device was working without difficulty for approximately an hour. Then the jaws would not open to full capacity. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. The instrument was disassembled and no evidence was found as to what could have contributed to the jaw issues. There were no anomalies noted with the functionality of the device.